Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a minicap transfer set. The reporter stated that when they connected the transfer set, solution would not flush in or out. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an open pouch and an unknown minicap; an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unknown mini cap was used during leak testing. The reported condition was verified. The cause of the reported no flow occurrence was determined to be tubing stuck together and twisted which was identified during visual inspection and clear passage testing. Should additional relevant information become available, a supplemental report will be submitted.